Manufacturer narrative:
A field service engineer has been dispatched to perform additional troubleshooting. The site visit has not yet been completed. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when evaluation is completed and/ or if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted by the tse. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: the customer had to use another console after the start of the procedure due to the foot pedal not working. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the foot pedal pad was not sliding in or out. Technical support was contacted and the technical service engineer (tse) was informed that the surgeon was unable to use the foot tray in it's current configuration and had to move over to the other surgeon console. The tse asked customer if they heard anything when moving the surgeon console and the caller stated they did not. The tse asked the customer if they had tried to reposition the surgeon console foot pedals manually and caller stated they could not. Tse asked if they had attempted to reboot the surgeon console and the customer stated that they already tried that. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced a coupler to correct the issue. The system was tested and verified as ready for use. The affected part# 920285 involved with this complaint is a field scrap item and will not be returning to isi for further investigation.